Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic procedure, not an interventional procedure as initially reported. A second proglide device was used to achieve hemostasis.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 8fr sheath, after a percutaneous transluminal coronary angioplasty procedure. Reportedly, when pulling the plunger back, no sutures were attached. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture retrieval issue was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.